Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and delivery accuracy test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked lcd window, stained back address label, scratched reservoir tube window and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump may have been under and over delivering insulin. The customer¿s blood glucose level was 22 mg/dl at the time of the incident. The customer was hospitalized due to a low blood glucose event on (B)(6) 2018. The customer reported that over the last 4 months, corrections have not been effective after a set change. The customer was advised to switch to manual injections. Troubleshooting was not completed. The insulin pump will be returned for analysis.